Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. H3 other text : the device was not available for return.

Event description:
It was reported to nevro that during the trial procedure the patient developed leakage of cerebrospinal fluid. It was noted that the patient had anatomical obstructions within the epidural space. The procedure was stopped and the patient has recovered without sequelae.